Event description:
Per the clinic, the implant magnet was explanted on (B)(6), 2023, due to pain. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 29, 2023.

Manufacturer narrative:
Correction: the correct b4 is november 13, 2023; not november 10, 2023 as previously reported. This report is submitted on january 19, 2024.